Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous distal right coronary artery (rca). A 2.75x16mm promus element plus stent was advanced to treat the lesion. However, severe resistance was encountered and the device was unable to cross the lesion. The device was removed from the patient's body and upon inspection, it was noted that the stent flared. The procedure was completed with a 2.5 non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).